Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the investigation results, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It was confirmed that instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the deflectable videoscope was reconnected and powered back on, the screen displayed a normal image for a short time but then went completely black as if the screen had been dimmed. The issue occurred during preparation for use of an unspecified procedure. The procedure was completed using the same device without further reported complication. There were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3002808148 2024 09795 (1/2). E1/establishment name: (B)(6) hospital.